Event description:
It was reported that after a da vinci-assisted surgical procedure, the mega suture cut needle driver instrument had broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and was found to be normal. The issue was not related to opening/closing of the grips, left/right (yaw) motion of the grips, up/down (pitch) motion of the wrist. There were no cables visibly protruding from the distal end of the instrument. There was no fragment fall inside of the patient¿s anatomy. The instrument available for return to isi for evaluation. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.